Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection in a video-assisted thoracic lobectomy procedure, the reported handle was not able to fire. It was noted that the reported reload was able to be fired and made a perfect staple line but did not dissect the tissue. There was an unanticipated tissue loss a result of the problem. New additional staple line and suturing was done to resolve the issue in order to complete the case.